Event description:
Additional information received reported that the ¿abnormal¿ impedances were noted to be a low impedance of 240 ohms with the #6 and #14 electrode pair. This impedance was measured in the operating room on (B)(6) 2018, while the patient was lying on their front. Please note that while it was initially reported that the ¿abnormal¿ impedance issue occurred with electrodes #4 and #6, additional information received clarified that it was actually the #6 and #14 electrodes that were involved. When the patient¿s impedances were measured 55 minutes later in the recovery ward, with the patient lying on their back, all impedances were found to be ¿ok.¿ the #6-#14 electrode pair impedance was measured as 610 ohms at that time. The impedances were measured once more in the operating room, prior to implantable neurostimulator (ins) implant, on (B)(6) 2018 while the patient was lying on their front and it was found that electrode pair #6-#14 had an impedance of 240 ohms. When impedances were measured 76 minutes later with the patient¿s newly implanted ins, in the recovery ward, while the patient was lying on their front, electrode pair #6-#14 was found to have an impedance of 230 ohms. The manufacturer representative involved with the event ¿suggested that it may be due to the patient¿s position.¿ it was noted that as of (B)(6) 2019 ¿the #4 and #6 electrodes were not being used for the therapy and no replacement nor other treatment was planned.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2018 product type: implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6)2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 17-jan-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 17-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when impedance testing was performed during an implant procedure the #6 and #14 electrodes had ¿abnormal¿ impedances. The leads were reconnected to the extensions and the insertion positions of the extensions in the external neurostimulator (ens) were changed in an effort to troubleshoot the issue. Impedance testing performed after the switch found the impedances for the #1 - #7 electrodes were all normal, but after replacing the #8 - #15 electrodes, abnormal impedances were measured in the #4 and #6 electrodes. Both the extension and ens were replaced; however, the impedance remained abnormal when measured directly with the lead. It was noted that ¿since lead revision would take more time and the burden on the patient would became larger, the lead remained in the patient¿s body¿ at that time and re-examination on what to do would be performed one week later because of the patient¿s trial. However, impedance testing performed in the ward post-operatively found that ¿the impedance in all electrodes was normal.¿ there were no external factors in particular reported to have led or contributed to the issue. The cause of the issue was unknown. The patient¿s physician observed the cause of the issue to be the product and noted the ¿impedance was unstable.¿ it was stated that the issue was resolved at the time of report. There were no surgical interventions planned or performed and the spinal canal stenosis patient was alive with no injury at the time of report. No further complications were reported or anticipated.